Event description:
This is report 2 of 5 involved in this event. This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. Treatment information was not reported and the patient was later discharged from the hospital. It was unknown if the patient recovered from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted for potentially associated lot numbers gd894410 and gd894949 with no issues noted during the manufacturing process. There were no deviations from standard procedure. (B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Approximately three weeks prior to this report, after the onset of lung infection and bladder infection, the patient (pt) experienced the peritonitis. The pt reported the cause of the peritonitis was probably concurrent lung and bladder infections. The lung and bladder infections were due to patient's past history of low immune system. On an unreported date, the patient was treated with unspecified an antibiotic ip (intraperitoneally) for the peritonitis. On an unreported date, the pt was treated with an unspecified antibiotic through intravenous (IV) port and orally for an infection (did not specify lung or bladder). Three days prior to this report, the pt experienced a clogged catheter and on the same day underwent surgery for the event. On an unreported date, pd therapy was discontinued and the patient was switched to hemodialysis (hd) due to the event of clogged pd catheter. The patient's pd catheter was not removed.